Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted and replaced due to noise resulting in two aborted vf shocks. The patient tolerated the procedure well.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.1-14.4cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 13.4-14.2cm, 14.6-14.7cm, and 32.8-32.9cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 51.1-51.3cm from the distal tip, consistent with lead friction to the device can. The etfe coating of one sensing conductor was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 9.0-13.5cm from the distal tip. The etfe coating of one sensing conductor was abraded and the inner coil was exposed at this location. Internal insulation abrasion under the svc shock coil was noted at 25.0-25.3cm from the distal tip. The etfe coating of one svc conductor was abraded. The inner coil was exposed at this location. The abrasions in which either the etfe coating of the sensing conductor was abraded or the inner coil was exposed were consistent with the field observation of noise.